Event description:
It was reported that the, cardiosave intra-aortic balloon pump (iabp) has flat batteries . Battery test failed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The fse that encountered the issue replaced the batteries. Fine-tuned. Repair completed, regular operational tests.

Event description:
N/a.

Event description:
It was reported that the during preventative maintenance by getinge field service engineer ,cardiosave intra-aortic balloon pump (iabp) has flat batteries . Battery test failed. There was no patient involvement.